Manufacturer narrative:
(B) (4): evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4)

Event description:
The patient reported, the surgeon implanted a micl 12.6mm implantable collamer lens in her left (os) eye on (B) (6) 2008. The patient reported that vision in the left eye is getting worse, it now has rx. The icl remains implanted. Further information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.